Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell one of peritoneal dialysis therapy. The peritoneal dialysis registered nurse (pdrn) stated that the patient did a manual exchange, filled with 2000ml, and drained 1445ml. The patient then filled with 2700ml. The pdrn had the patient do a manual drain on the homechoice and per pdrn they drained 4447ml. The patient was able to resume therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.